Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a false hypoglycemic event on (B)(6) 2025 at 08:42 am where user's sg was 64 mg/dl and bg was 124 mg/dl due to inaccuracy in sensor readings.

Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2025 8:42 am where user's sg was 64 mg/dl and bg was 124 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 8:42 am cst user's sg was 64 mg/dl and bg was 124 mg/dl. A review of the alert history revealed that the user did receive low glucose alerts around the reported time as user's sg value was below 65 mg/dl. The user did not seek medical treatment as they did not believe they were experiencing a low glucose event. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. An s4 case (B)(4) was created to address sensor inaccuracies at the time of the event. A review of the in-vivo data revealed transient instability in reference channels during the reported time. This observed instability most likely contributed to the sg/bg mismatch at the time of the event. The system was monitored for a few days and the channels stabilized showing better sg/bg match during (B)(6) 2025. B4. Date of this report 25 april 2025. G3. Date received by the manufacturer? 25 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.